Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge for their pump. During this event, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved when the caller successfully reloaded the same cartridge and was able to resume insulin delivery.